Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump received, with an unresponsive keypad. Unable to perform the self test, due to unresponsive keypad. Pump was cut open to perform visual inspection. And found moisture damage on the [keypad flex connector, pcba 1 j6, pcba 2 j1, force sensor]. Unable to download history files and traces using [thus], due to unresponsive keypad. Test p-cap and reservoir locked properly into reservoir compartment, during testing. The following were noted, during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, cracked case on the battery tube side, cracked case corner of belt clip rails, cracked case and label damage(faded/peeling). Unresponsive keypad was observed, during analysis and confirmed, due to moisture damage on the [keypad flex connector, pcba 1 j6, pcba 2 j1]. Alleged cosmetic damage confirmed, where cracked case on the battery tube side, cracked case corner of belt clip rails and cracked case was noted. Exposure to moisture confirmed. Select patient information cannot be provided, due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, to medtronic minimed. That the customer, experienced damage (physical or cosmetic). The customer reported, no adverse event. The event involved product(s) mmt-1712kl. The customer reported, physical damage (crack or scratch) on the pump. Not related to the retainer ring. Troubleshooting was not performed. No harm requiring medical intervention was reported. Mmt-1712kl was requested. And the customer response was, the device was returned.